Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The proportional solenoid valve; gas inlet solenoid valve; and the flow sensor were replaced. The unit was returned to service.

Event description:
A ge healthcare service representative reported that, during planned maintenance, it was noted the delivered tidal volume was greater than 20% than the set tidal volume. There was no report of patient involvement.